Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt felt stimulation in his chest/ribs and immediately developed a headache upon turning the stimulation on. These symptoms would dissipate upon turning the stimulation off. X-rays did not reveal any lead migration. Sjm rep reprogrammed the system which resolved the issue. Pt reported feeling adequate coverage in the desired area. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.